Event description:
It has been reported to philips that the image storage is not possible because of image disk problems. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the image storage is not possible because of image disk problem. Upon functional testing fse identified that there was an issue with defective computer. Fse replaced the defective computer followed by software update. The software 2.2 was added back on the system. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.